Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation was rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reports left side rupture. The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: crease folds, brown particles material was found on the shell, and one extended opening. A weight test of the device was verified and the device was underweight. A microscopic analysis was performed which identified: one opening is found with the following conditions: a sharp crease edge on posterior assessed as fold flaw opening, sharp edge with stress marks assessed as surgical impact opening and wear abrasion. A dimension measurement in the shell was performed which identified the thickness was within specification. Based on the device analysis the final assessment is: one opening is found with the following conditions: sharp crease edge on posterior assessed as fold flaw opening, sharp edge with stress marks assessed as surgical impact opening.

Event description:
Healthcare professional reports left side rupture. The device has been explanted.